Manufacturer narrative:
UDI -- (B)(4). The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the perforator failed to release and there was dural tearing. It was reported that the product was used for opening a hole. However, the auto release did not work, and the dura mater has torn. The patient had bleeding, but it was not seriously. The surgeon requested the investigation hurry, also commented that probably this case was caused by the operation, but it has never been before. No further information was provided by the hospital. The product will be returned to your site.

Manufacturer narrative:
UDI: (B)(4). The device was returned for evaluation. The perforator was visually inspected. The label was missing. No other anomalies were found. Functional testing was then performed per the test method. A series of holes were drilled without issue. The device functioned as intended. A review of manufacturing records found no discrepancies when the device was released to stock. Based on the evaluation. The reported issue could not be confirmed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.